Manufacturer narrative:
H4,D4 Corrected.H3, H6: Updated.The suspect pump was returned for evaluation. Visual inspection was performed and was found that there were burns in the pump. The device had extensive soot, charring, and signs of melting. The most significant thermal damage (charring/melting) was concentrated at the power board. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Manufacturer narrative:
H3/H6: INVESTIGATION INCLUDING ROOT CAUSE ANALYSIS IS IN PROGRESS. A SUPPLEMENTAL MDR WILL BE FILLED AS NECESSARY IN ACCORDANCE WITH 21 CFR 803.56 WHEN ADDITIONAL REPORTABLE INFORMATION BECOMES AVAILABLE.

Event description:
IT WAS REPORTED THAT THE PUMP EXPERIENCED AN INTERNAL FAILURE THAT RESULTED IN BURNING AND FLAMES. PER REPORTER, THERE WAS NO PATIENT INVOLVEMENT AND NO PATIENT HARM REPORTED.